Event description:
It was reported that the subject stent was used with other associated devices to treat a patient who had an acoma aneurysm. The subject stent was inspected and found to be intact. After advancing the microcatheter to the a2 segment of the aca (anterior cerebral artery) using a guidewire, after flushing it, the subject stent was aligned with the proximal end of the microcatheter, and once properly positioned, the physician began to push it forward, then the resistance was encountered while advancing the subject stent into the microcatheter. Therefore, the subject stent was retracted as the subject stent had already deployed inside the microcatheter. Subsequently, the physician withdrew the entire stent/microcatheter system and proceeded to perform embolization using coils. The procedure was completed successfully and there were no reported clinical consequences to the patient.

Manufacturer narrative:
D10: product available to stryker / returned to manufacturer on ¿ updated. H3: device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed the distal 6cm section of the subject stent device was noted to be significantly kinked. The sdw (stent deliver wire) was also kinked at approx. 30 cm from the distal end. The subject device was returned in its deployed state and noted to be deformed at both ends. It was also noted to be broken/fractured. There was some sort of tubing wrapped around the distal and proximal ends of the subject device was noted. The introducer sheath was not returned for analysis. The as reported 'stent deployed prematurely during use' was confirmed during device analysis. The as reported ¿stent difficult/unable to transfer' could not be replicated as the subject device was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the subject device was aligned with the proximal end of the microcatheter, and once properly positioned, the physician began to push it forward. However, the physician noticed resistance while advancing the subject device into the microcatheter. When attempting to retract the subject device, it was found that the subject device had already deployed inside the microcatheter'. The subject device was returned for analysis in a deployed condition and noted to be deformed. The subject device was also broken/fractured at several points along its length. There was also what appeared to be tubing wrapped around both ends of the subject device which appeared to be restricting the ability of the subject device to fully deploy. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be significantly kinked/bent at towards the distal end of the wire. The event description notes a big resistance during advancement of the subject device when it was initially being advanced in the proximal section of the microcatheter lumen. Given the event description and the condition of the returned subject device components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to subject device advancement out of the sheath. It is not possible to decide which direction the movement was in as the sheath was not returned for analysis. If this were to occur, it is likely that, during advancement of the subject device to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject device would partially deploy into the gap (proximal sheath movement) or the subject device would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the subject device through the microcatheter, resulting in damage to the subject device and sdw. Upon realizing this through increased resistance, the user would then attempt to withdraw the subject device. During this action the distal bumper of the sdw slipped through the stent leaving the subject device deployed prematurely inside the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. One possible reason for the presence of tubing around the subject device is that during attempts to advance/retract the subject device, the manipulation may cause damage to the inner ptfe (polytetrafluoroethylene) layer of the microcatheter. An assignable cause of procedural factors has been assigned to the 'as reported (¿stent deployed prematurely during use' and 'stent difficult/unable to transfer¿) and as analyzed (stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿stent deformed¿ and ¿stent broken/fractured during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer.

Event description:
It was reported that the subject stent was used with other associated devices to treat a patient who had an acoma aneurysm. The subject stent was inspected and found to be intact. After advancing the microcatheter to the a2 segment of the aca (anterior cerebral artery) using a guidewire, after flushing it, the subject stent was aligned with the proximal end of the microcatheter, and once properly positioned, the physician began to push it forward, then the resistance was encountered while advancing the subject stent into the microcatheter. Therefore, the subject stent was retracted as the subject stent had already deployed inside the microcatheter. Subsequently, the physician withdrew the entire stent/microcatheter system and proceeded to perform embolization using coils. The procedure was completed successfully and there were no reported clinical consequences to the patient.